Event description:
It was reported by the customer that a pyxis medstation es system was delaying in patient and order transmission from the pis to the ed-triage pyxis. Customer stated that there was a delay in the patient information and medication orders. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was delaying in patient and order transmission from the pis to the ed-triage pyxis. Customer stated that there was a delay in the patient information and medication orders. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number a review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a delay in patient and order transmission from the pis to the ed-triage pyxis. A technical support specialist performed a data sync to resolve. The system functioned as intended after the technical support specialist repaired the device.